Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated the patient received two inappropriate vt shocks due to conducted atrial fibrillation. Reprogramming resolved the issue. The patient's condition was stable.